Event description:
Pt treated with medication for "pink eye" and corneal scratch following intacs surgery. Note: this event was originally reported to keravision on may 25, 2000 and was entered into keravision incident/event system. A subsequent internal quality assurance audit identified this event to be MDR reportable due to the occurrence of an infection which required medical intervention.